Event description:
It was reported that on (B)(6) 2021, the patient felt a vibratory alert from the implantable cardioverter defibrillator (ICD). On (B)(6), the patient felt sick and scheduled an outpatient visit to the clinic. On (B)(6) 2021, the patient presented to the clinic, and upon examination, the patient was found with a heart rate of 30 beats per minute (bpm) and the ICD could not be interrogated with a programmer. The patient received an urgent renal dialysis and temporary pacing support due to decreased renal function resulting from bradycardia. It was noted that on the previous in clinic follow up in nov. 2020, the device had remaining longevity of 2.5 years. It was suspected that the device exhibited premature battery depletion resulting in the patient's bradycardia episode. The device was then explanted and replaced. No adverse patient consequences were reported during or post-procedure. It was noted that the patient recovered and was successfully discharged.

Manufacturer narrative:
Correction - h6 4625- additional surgical procedure was the only code required. Correction - h9 - only z-0117-2017 number required to report. Correction - b5 - patient condition - patient recovered and was successfully discharged.

Manufacturer narrative:
Communication failure was confirmed by analysis. The loss of communication was due to low battery voltage; the low battery voltage was a result of premature battery depletion. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2021, the patient felt a vibratory alert from the implantable cardioverter defibrillator (ICD). On (B)(6), the patient felt sick and scheduled an outpatient visit to the clinic. On (B)(6) 2021, the patient presented to the clinic, and upon examination, the patient was found with a heart rate of 30 beats per minute (bpm) and the ICD could not be interrogated with a programmer. The patient received an urgent renal dialysis and temporary pacing support due to decreased renal function resulting from bradycardia. It was noted that on the previous in clinic follow up in nov. 2020, the device had remaining longevity of 2.5 years. It was suspected that the device exhibited premature battery depletion resulting in the patient's bradycardia episode. The device was then explanted and replaced. The patient was reported to be recovering from the procedure.